Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited a high pacing impedance measurement of 2,050 ohms. The impedance at implant approximately 3 months prior was 1,776 ohms. The lead safety switch (lss) on the device had also been triggered. The health care professional (hcp) planned to follow-up with the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated the patient was seen in office the following day. Both the lv pacing and sensing vectors were reprogrammed. The lead was also reprogrammed to bipolar. The lv pacing lead impedance alert was also adjusted to 3,000 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.